Manufacturer narrative:
No injury was reported, no medical attention was reported to have been sought, device was not used by consumer. This is being reported as a possible product malfunction that could potentially result in serious injury. Medical intervention may be required if the device is swallowed and goes beyond the pharyngeal arch. Investigation shows that the probably root cause is excessive bite force was used during fitting, practically biting through the upper blue elastomer pad. Incorrect user fitting.

Event description:
The dentist stated: the gel part is broken.